Event description:
It was reported that during a training class by the customer, the cardiosave intra-aortic balloon pump (iabp) was not charging when going from rescue mode to normal mode. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h10. Corrected fields: h6(investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was not able to reproduce the problem, batteries were fully charged on fse arrival. The fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging when going from rescue mode to normal mode. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A response from the customer has not been obtained. A supplemental report will be sent if additional information becomes available. H3 other text : not returned to manufacturer.